Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified blood vessel. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, the balloon ruptured immediately after the first inflation. The device was removed, and the procedure was completed with another of the same device. No patient complications were reported, and the patient was good after the procedure.